Event description:
Treatment of a ruptured ica aneurysm. During preparation, it was reported the balloon could not be deflated. The device was not used in the patient.

Manufacturer narrative:
The balloon catheter was returned for evaluation without the guidewire. The balloon was tested for inflation/deflation and no defect was found.